Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient¿s last cgm reading showed 68 mg/dl. He felt weak and sweaty and ate breakfast, then drank orange juice and sprite. He was left alone at home when his wife went out. About 20 minutes later, when his wife returned, she found the patient unconscious. The cgm displayed ¿sensor failed ¿ replace sensor now.¿ she checked his blood glucose by fingerstick, which showed low, and called 911. When emergency medical services (ems) arrived, his blood glucose was still low. He was treated with d5 (IV dextrose), and a repeat blood glucose check showed 26 mg/dl. A second dose of d5 was given, and he was transported to the hospital. At the hospital, the patient was admitted to the ICU and remained unconscious for two days. He reported having multiple seizures during his stay. He later became stable and was discharged on sunday, on (B)(6) 2026. At the time of the report the patient was better. No other details were documented. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.